Event description:
It was reported that a drill was being used in a wisdom tooth extraction, the drill stopped working. Additional anesthesia was administered and the surgery was extended two hours while an alternate handpiece was located.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. The motor assembly most likely failed during use, due to a high amperage draw condition. The drive shaft assembly and the motor assembly were both replaced, and the handpiece was sent back to the customer.